Manufacturer narrative:
This report is submitted on july 24, 2019.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use; subsequently the device was explanted on (B)(6) 2019.